Manufacturer narrative:
On 01-dec-2021, the biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 14-dec-2021. It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve was leak and separation issues occurred. Prior to the catheter being inserted into the vizigo¿ sheath, it was noticed that there was blood leaking back from the hemostatic valve into the clear hub, and there was also a "white piece" sitting inside the hub. The doctor removed the vizigo¿ sheath and replaced it with a small introducer sheath and the issue resolved. The procedure was completed successfully. Device evaluation details: according to pictures provided by the customer, the hemostatic valve was dislodged. The customer complaint was confirmed based on the picture received. The device was returned to biosense webster inc. (Bwi) for evaluation. A visual inspection of the returned device was performed in accordance with bwi procedures. Visual analysis of the returned sample revealed that the hemostatic valve was missing off of the vizigo¿ sheath. On the other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. The device history record (DHR) for the lot number 00001779 has been reviewed and no internal action related to the complaint was found during the review. Based on the DHR, the h4. Device manufacture date has been updated. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ h6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter right (r-afl) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and a hemostatic valve was leak and separation issues occurred. Prior to the catheter being inserted into the vizigo¿ sheath, it was noticed that there was blood leaking back from the hemostatic valve into the clear hub, and there was also a "white piece" sitting inside the hub. The doctor removed the vizigo¿ sheath and replaced it with a small introducer sheath and the issue resolved. The procedure was completed successfully. Additional information was received, and it was reported that the vizigo¿ entered the patient¿s body. This issue did not require percutaneous/surgical intervention. Hemodynamics were not compromised. The approximate volume of blood loss was less than 10ml. No medical intervention was required to the stop bleeding.